Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the steps taken to resolve the issue included recalibrating and the unit worked, they had good tech help.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome leg/back. The reason for call was as of last week the pt was not sure they were getting stimulation anymore. The pts pain was getting worse so today they tried getting more stimulation in group b list by running up program 1 but felt no pulse in their back or leg they already got. Pt said the ins was at 50% battery. Pt had their therapy on group b program 1 at 1.3 and they increased intensity to 9.5 for not long but did not get any pulse. During call pt was on group b program 1 and they increased it to 7.1 and they felt nothing in their back or legs. Pt increased to intensity 8 and felt a slight pulse in leg; pt said that when the technician had programed them they would get a jolt in their leg at this point. Pt increased intensity to 9 but still felt nothing in their leg. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.